Manufacturer narrative:
Implant date is approximate, only the year is known.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a fluid leak. All components were explanted and, upon removal, a leak was identified at the junction of the tubing and pump components. A new ipp was implanted without complication. The explanted components are expected for return and analysis. A supplemental report will be submitted upon conclusion of analysis or upon receipt of additional information.

Manufacturer narrative:
Implant date is approximate, only the year is known. Investigation results: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. There was a leak identified in the cylinder tube kink-resistant tubing at the pump strain relief junction due to fatigue. Inspection of the cylinders found one performed within specification while the other exhibited a bulge and broken fabric threads. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a fluid leak. All components were explanted and, upon removal, a leak was identified at the junction of the tubing and pump components. A new ipp was implanted without complication. The explanted components were returned and analyzed. A supplemental report will be submitted should additional information be received.